Manufacturer narrative:
Additional information regarding treatment details were not provided. The recipient underwent skin flap surgery on (B)(6) 2021. The recipient is healed with no infection present. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin inflammation. The recipient was prescribed 3 doses of antibiotics. Skin flap surgery is scheduled.